Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the implantable neurostimulator (ins) returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was today the pt was going to turn their stimulation on but it did not want to even though the ins was fully charged. The pt was getting no device found. The pt did not have their recharger present for troubleshooting. Pt was advised to call back with all equipment present. Pt said they were in a lot of pain. The issue was not resolved. Pt noted this happen before for the cord severed the first time. Pt said a cord was not connecting to the battery so they got the cord replaced. Additional information received from the patient. Pt called back repeating information in this case and called with equipment. Pt repeated yesterday they had trouble turning stim on and finding the device. Pt also said they were charging the ins but then controller battery low screen came up when controller was 20%. Pt said controller usually charged really fast, but didn't charge at all. During the call, patient was able to connect and turn stim on right away. Pt plugged controller into ac power and confirmed controller was charging and had increased to 30% by the end of the call. Pt called back stating they had been calling for the last week or two. There were times when the controller had nothing plugged into it and they got the message to replace the controller battery and it took a long time to find the ins, pt had to reset the controller to help with the issue. Now when recharging the ins the pt was getting a message to replace the controller battery soon. Pt also had problems recharging the ins in the last two weeks for they had problems finding the ins so they had to reposition. Pt notified their medtronic rep who said to get a new battery. Additional information was received on a paperwork that the ins was surgically removed back in 2023.